Manufacturer narrative:
Qn# (B)(4). Associated mdrs: 3006425876-2023-00226

Event description:
It was reported the guidewire bent during the procedure. Two kits were used and the same issue occurred in both. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Qn# (B)(4). Associated mdrs: 3006425876-2023-00225 and 3006425876-2023-00226. The actual device was not returned; however, the customer provided one photo for evaluation. The complaint of swg kinked was able to be confirmed by the photo. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the guidewire bent during the procedure. Two kits were used and the same issue occurred in both. Additional information was requested but was not available at the time of this report.